Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. According to the information in complaint, the root cause was excessive movement of the patient due to nervous. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a partial flap was made on a patient's right eye during lasik. Surgery began as usual on right eye. The technician indicated that the patient was nervous and was moving from the time she laid down on the bed. The patient was moving so much it was as if she was about to jump off the bed. A partial flap was created and suction was lost. Surgery was not continued and the patient was sent home. Patient has not had surgery completed yet. Upon follow up, patient interface was placed slightly nasally on the ye and suction was initiated. Patient movement after pressure was applied caused suction loss before treatment was initiated on the right eye. Suction was re-applied. Treatment was initiated. At mid pass, with treatment bisecting the pupil, suction was lost again. Unknown at this time if suction lost during treatment was due to patient movement. Treatment was aborted at this time. At one day post-operative visit, photo refractive keratectomy (prk) in the future was discussed. The patient is unsure if wants to proceed with treatment. Subconjunctival hemorrhage was noted. At one month post-operative visit, patient noted some irritation but otherwise feels ok. The patient has decided to no proceed with prk at this time.